Manufacturer narrative:
The batch history analysis (DHR) was performed, quality notifications were not found, and no records were found that were potentially related to this defect for this batch. A maintenance record 605413159-cork turned over was found related to the incident. The photo provided shows a failure in the positioning of the cork, which may occur in the syringe assembly process due to some misalignment of components. According to the order, adjustments were made to the upper and lateral guide of the rod. Therefore, bd confirms and reproduces the complaint. The current controls for detecting this incident are performed through visual inspection every hour during the material cycle in the packaging process. This risk is covered in the fmea and is in accordance with the product specification. This type of defect only affects the appearance of the component, since the equipment automatically rejects parts that do not meet the tightness limits, reducing damage to third parties in the event of use. As this is the first complaint for the batch, not exceeding the acceptable quality notification (aqn) limit, the identified incident will be monitored for trend assessment.

Event description:
No additional information provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ser plastipak 10ml s ls stopper was defective / damaged. The following information was provided by the initial reporter translated from portuguese to english: the customer reports problems with the syringe's plunger, as shown in the attached photo samples. Additional information received on 08 apr 2025 is there any impact on patients? If so, please explain in detail: yes, there were several impacts on patients, especially when it came to blood gases. Because halfway through the syringe, it lost its vacuum because the plunger was bent. Several patients had to be pricked twice. Has anvisa been notified? If so, what was the notification number? I haven't done any technovigilance on this case yet. Can you confirm the quantities affected? I was told that there were around 40 syringes.